Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a controller failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a issue of controller failure. There was patient involvement, and no adverse event was reported. A getinge field service engineer (fse) investigated the customer's complaint with controller failure. Fse was able to reproduce the customer's issue. Fse had found the cardiosave was failing the all manifold test. Replaced the pneumatic interface module and functional tested without any further failure or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a controller failure. There was no patient harm reported.